Manufacturer narrative:
The technician found fluid ingress on the siderail ucm boards. The technician replaced both ucm boards to repair the bed.

Event description:
Info received indicates, during preventive maintenance, the technician discovered the bed had service codes 20-65 and 30-55 and the right siderail would not put the bed in the chair position.